Event description:
Journal reference: kovacs n, auer t, balas I, karadi k. Zambo k, et al. Neuroimaging and cognitive changes during deja vu. Epilepsy behav. 2008. [Epub ahead of print]. The cause or the physiological role of deja vu (dv) in healthy people is unk. The pathophysiology of dv-type epileptic aura is also unresolved. Here we describe a woman treated with deep brain stimulation (dbs) of the left internal globus pallidus for hemidystonia. At certain stimulation settings, dbs elicited reproducible episodes of dv. Reportable event: the patient was admitted to the neurological ward in the third postoperative week to learn how to use the pt controller. During testing of the electrodes, we noticed that monopolar stimulator of contact with an amplitude exceeding 2.7 v elicited several dv episodes. Because turning on or turning off the stimulation had an immediate effect on this experience, we assumed it was a stimulation-related adverse reaction. Also, only direct questioning of the patient was able to elicit dv.